Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, significant calcium on the posterior annulus, restricted and thin posterior leaflet, and a mean pressure gradient of 5mmhg. A mitraclip ntw was inserted and deployed on the mitral valve. However, post deployment, the mean pressure gradient increased to 9.8mmhg and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted, reducing mr to a grade of 2 and the mean pressure gradient returned to 5mmhg. There were no adverse effects due to the increase in pressure gradient. There was no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: difficulties visualizing the clip occurred during the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to thin leaflet. The reported poor image resolution was due to inability to get the transthoracic echocardiogram (tee) probe past the mid esophagus. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, significant calcium on the posterior annulus, restricted and thin posterior leaflet, and a mean pressure gradient of 5mmhg. A mitraclip ntw was inserted and deployed on the mitral valve. However, post deployment, the mean pressure gradient increased to 9.8mmhg and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted, reducing mr to a grade of 2 and the mean pressure gradient returned to 5mmhg. There were no adverse effects due to the increase in pressure gradient. There was no clinically significant delay in the procedure.